Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging strip issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2. This supplemental is being sent to correct information previously submitted in follow-up #2.

Manufacturer narrative:
Follow-up # 1 the test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to have the vial over labelled and redirected to an incorrect country, different to the customer country, by a third party. Additional tests were carried out on the test strips to test their performance which the test strips passed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up #1 supplemental sent to correct information previously sent. This product issue was incorrectly documented with a sub-category of 'strip issue'. The sub-category should be 're-directed product.' In addition, product analysis findings were available at the time of 3500a submission; however, the details of which were omitted from the initial report.

Manufacturer narrative:
(B)(4).